Event description:
Around one month after implantation surgery the recipient developed fever and was feeling sick, was tested for the flu but then recovered. On the (B)(6) 2020 the same symptoms occurred, sickness and high fever. The user was admitted to hospital and diagnosed with meningitis, then recovered and was released on (B)(6). The device has not been worn since being admitted to hospital. Due to the re-occurrence of meningitis, the user was explanted on the (B)(6) 2020. This report refers to 9710014-2020-00192. For further information please refer to this report.